Manufacturer narrative:
Complaint is confirmed. Performed using returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. The 0300, 0015, 0204, 0806 errors were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Customer and retailers have been informed through the, fa16may2006 letter.

Event description:
A customer reported a blank screen on their meter. Through investigation it was discovered that the meter had the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.